Event description:
The customer was getting error code 100a for a pcba failure. There was no patient involvement. The remote service engineer (rse) did troubleshoot with the customer. 1) verify 3.3v in diagnostics, 2) verify 2.5v ref on data acquisition (da) pcba, 3) replace the da pcba to motor controller (mc) pcba cable or replace the da pcba. The customer requested the part numbers for the cable and da board. The rse provided the customer with the requested part numbers. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Customer reports he replaced the data acquisition (da) to motor controller (mc) ribbon cable. He allowed the unit to run and then conducted a performance verification and periodic maintenance. The unit did not exhibit any problems following the ribbon cable replacement and the unit was returned to service.